Manufacturer narrative:
(B)(4). Date sent: 02/07/2020. The device underwent additional analysis. This analysis consisted of firing the device using ex-vivo porcine colon, referred to as tissue, to simulate clinical usage. The device was reloaded with staples and a new washer. The device was setup to fire into thick indicated tissue across two crossed staple lines, created using a cs40g curved cutter stapler in order to simulate worst case clinical conditions, and with the indicator dialed down per the instructions for use (IFU). The device fired as expected and formed the staples as well as completely cut the test tissue and the breakaway washer without incident. The staple line was complete, and the staples appeared to be well formed in the tissue. The device performed as intended during analysis testing.

Manufacturer narrative:
Product complaint (B)(4). Batch # r5ak61. Device evaluation summary: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer uncut and indented and there were no staples present. In addition, marks were noted on the washer. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The damage noted on the washer is consistent with the device been fired over existing staples. The indention noted on the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: can you please clarify what was meant by ¿failed to staple¿? They said that the stapler didn`t form. What healthcare professional fired the device and what is his/her experience with the device? It was a colorectal surgeon with experience in his area but with limited experience of our device. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? In the middle of the green scale. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Not fully 15 seconds. Was the device difficult to close? No. Was the device difficult to fire? No. Did the healthcare professional receive audible & tactile feedback when firing the device? They were not sure that they got a audible feedback. Were the donuts inspected? If so, please describe. Donuts was inspected and looked good/normal. Was a complete washer transection confirmed? Unknown. Were there any staple formation issues identified? If so, please describe. The surgeons said that the stapler had not formed, just bent slightly at the end of the staple legs. Why was it not possible to suture the anastomosis? It was to low for suturing. What options were considered prior to completing a permanent stoma? Restapling and suturing but the resection was to low. What is the current status of the patient? She is healing but will have a permanent stoma.

Event description:
It was reported that circular stapler cdh29 failed to staple in a low anterior resection procedure. It was not possible to suture the anastomosis and the patient got a permanent stoma.